Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20. Patient identifier: (B)(6) - both sids are the same patient. All patient information is provided.

Event description:
The customer reported a false positive architect sars-cov-2 igg result on a male patient. The patient presented with nonspecific symptoms. The following data was provided (reference range greater than or equal to 1.4 s/c = positive): on (B)(6) 2020 sid (B)(6) = 7.19 s/c (positive), on (B)(6) 2020 = repeat 7.07 s/c (positive), diasorin = negative (cutoff range <3.80). On (B)(6) 2020 sid (B)(6) = 7.12 s/c (positive), diasorin = negative (cutoff range <3.80). On (B)(6) 2020 the patient was tested for covid-19 by pcr method and generated negative results both times. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Patient samples were not available for return. In-house testing for reagent lot 16253fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations. Product labeling was reviewed and found to adequately address the issue under review. A direct comparison should not be made between the architect sars-cov-2 igg assay and the diasorin assay. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the diasorin assay is designed to detect antibodies against the s1/s2 antigens of sars-cov-2. In this case, no specific symptoms were reported for the patient and the patient tested pcr negative at the end of may 2020. Per the product labeling, the assay specificity within the 95% confidence level is 99.05% to 99.90%. Per limitation of the procedure section of the package insert, non-sars-cov-2 coronavirus strains, such as coronavirus hku1, nl63, oc43, or 229e, have not been evaluated with this assay. In a population of patients with non-covid-19 respiratory illnesses, no cross-reactivity has been observed. To assess the clinical performance of the assay, a study was performed using 1070 serum and plasma specimens from subjects assumed to be negative for sars-cov-2. Of the 1070 specimens, 997 specimens were collected prior to september 2019 (pre-covid-19 outbreak). An additional 73 specimens were collected in 2020 from subjects who were exhibiting signs of respiratory illness but tested negative for sars-cov-2 by a pcr method. The total negative percent agreement (npa) is 99.63% (95% ci: 99.05, 99.90). Review of the manuscript bryan et al. 2020."performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho"j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed specificity data consistent with product labeling. 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states was tested where one false positive was found, indicating a specificity of 99.90%. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, architect sars-cov-2 igg reagent lot 16253fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.